Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) delivered a shock and began beeping. An interrogation was performed and the ICD displayed a shorted condition on leads message. A lead impedance test revealed a less than 20 ohms measurement and both the atrial and ventricular pacing impedance had decreased as well. Pacing threshold measurements had increased.